Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient contacted the hospital due to an active lvad fault alarm. The patient was admitted and log files were sent to clinical support for evaluation. The log files showed multiple pump stops and restarts; however, the clinician confirmed via auscultation that the pump sounded normal with audible pulsatility. Based on the suggestion of the clinical team, the pump was disconnected and reconnected at the percutaneous lead connection, but the next log file again showed frequent pump stops. The system controller was exchanged, but the issue still did not resolve. The patient was admitted to the ICU. The manufacturer's technical services recommended upgrading the system controller software, as the more recent version has changes made with regard to the blanking of data related to lvad live info flags. As the hospital prepared a request for a software upgrade, the log files continued to capture intermittent blanking of the actual pump speed and continuous blanking of flow average and pulsatility index average. The pump was operating at the set speed and supporting the patient. Once the system controllers were upgraded, log files no longer showed any data blanking. No further information was provided.

Manufacturer narrative:
Section d1, d4, h4: corrections manufacturer's investigation conclusions: incidental finding: evaluation of the submitted lvad event log files identified a total of 40 pump resets from (B)(6) 2020 through (B)(6) 2020. A specific cause for all of these resets could not be conclusively established through this evaluation; however, these pump resets could have been due to electrostatic discharge events. The evaluation of the submitted log files confirmed the report of an lvad fault and blanking of lvad data. In addition, evaluation of the lvad log files identified several pump resets which could be the result of electrostatic discharge events. Based on previous complaint history, these findings are indicative of an issue with the current monitoring circuit board on the pump as a result of the potential electrostatic discharge events. It was reported that the patient contacted the vad coordinator due to an lvad fault alarm. The patient was readmitted, and log files revealed multiple ¿pump stops/restarts¿ in the event log file; however, the vad clinicians confirmed that the sound of the pump was standard with audible pulsatility through auscultation. The pump was restarted by disconnecting and re-connecting the driveline and the system controller was exchanged, but the frequent ¿stops/restarts¿ were still seen in the event log. It was again confirmed that the sound of the pump was standard with audible pulsatility through auscultation. The submitted controller event log files captured the lvad parameters (including actual motor speed, calculated flow, calculated pi, lvad temperature, lvad software version, and lvad motor serial number) appearing to intermittently display as 0. Intermittent lvad internal faults were also noted during this time. In addition, the submitted lvad event log files captured a total of 40 pump resets from (B)(6) 2020 through (B)(6) 2020. A specific cause for all of these pump resets could not be conclusively established through this evaluation; however, these pump resets could have been due to electrostatic discharge events. Several dc link current flags were also noted throughout the data starting on (B)(6) 2020 10:27:41 associated with elevated lvad monitor current values. Based on previous complaint history, these findings are indicative of an issue with the current monitoring circuit board of the pump and could have been the result of the observed electrostatic discharge events. It was later reported that the patient was doing well and was completely asymptomatic. Technical services recommended to upgrade the controller software to 1.6. Evaluation of the additional log files revealed that the driveline appeared to have been disconnected on (B)(6) 2020 at 11:28:06, followed by the shutdown sequence being started in order to upgrade the controller software. When the controller was reset on (B)(6) 2020 at 11:33:06, the software version was updated to 1.6. The lvad was reconnected to the controller on (B)(6) 2020 at 11:43:14, and the pump appeared to have ramped up to the set speed without issue. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms or blanking of lvad parameters throughout the remainder of the data; however, the elevated lvad monitor current values persisted in the lvad log files. The patient remains ongoing on mlp-007278 and no further issues have been reported at this time. Per the heartmate 3 controller version 1.6 software development plan, the controller software 1.6 corrected the issue of false positive lvad live info faults if the current was being measured in the range of 2.51 ¿ 2.55 a. Additionally, a corrective action has been opened to further investigate the issue with the current monitoring circuit board of the pump. The relevant sections of the device history records for mlp-007278 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Mlp-007278 was manufactured prior to the esd hardware improvement implemented via CAPA 114092 (motor s/n (B)(6). The implant kit was shipped on 19jul2017. No further information was provided. The patient remains ongoing on lvas support. The manufacturer is closing the file on this event.